Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x15mm emerge and a 2.5x10mm non-bsc nc balloon. The 3.0x12mm promus premier stent was advanced however was unable to be positioned in the lesion. Upon removal of the device the stent dislodged from the balloon. The dislodged stent was removed with a snare. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the stent had detached and was not returned for analysis. A visual and microscopic examination found that stent crimp marks were visible on the balloon. No issues were noted with the balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The distal outer was slightly kinked at regular intervals. The hypotube was severely kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x15mm emerge and a 2.5x10mm non-bsc nc balloon. The 3.0x12mm promus premier stent was advanced however was unable to be positioned in the lesion. Upon removal of the device the stent dislodged from the balloon. The dislodged stent was removed with a snare. The procedure was completed with a non-bsc stent. No patient complications were reported.